Event description:
The patient was being prepared for transport from the emergency room of one hospital to another hospital. The impact 754 portable ventilator was turned on and appeared to be functioning (there were no alarms); however, the device screen was not visible. The patient was manually ventilated while another automated ventilator was obtained from a second emergency transport vehicle. The end user did not report adverse events to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to use manual back-up ventilation. This event is being submitted as a serious injury event because the use of manual ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was confirmed. It was found that the pc board stack was misaligned causing connection between the boards to become disconnected and a board spacer was broken. The spacer was replaced, the board stack re-aligned and the board connections restored. The unit was returned to the end user after it tested within specification.